Event description:
It was reported that the lead was not functioning. The lead is still in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b) (2).